Event description:
During advancement of the coil through the microcatheter, resistance was encountered. The coil was removed and upon inspection, it appeared to be fractured.

Event description:
During advancement of the coil through the microcatheter, resistance was encountered. The coil was removed and upon inspection, it appeared to be fractured.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device showed that the delivery wire was kinked. Microscope analysis did not reveal any evidence of a fracture or break of the coil or delivery wire; however, the main coil was observed to be kinked and stretched. During functional testing with a test microcatheter, the coil could not be advanced into the hub of the microcatheter, likely to damages found. Based on information available it is probable that damages observed to the coil are related to handling of the device when it was advanced against resistance. However, since analysis did not reveal any evidence of the reported fracture the manufacturer has determined that the reported event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Subject device is not available.